Event description:
It was reported that the customer stated her insulin pump was not delivering the right amount of insulin. The customer discontinued use of the insulin pump and gave herself a manual injection. The customer's blood glucose levels are unknown. Troubleshooting was declined. The product has been returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)